Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device display error code 2004 (front end failure). There was no patient involvement reported.